Event description:
The customer reported that the device failed to discharge.

Manufacturer narrative:
The customer reported that the device failed to discharge. A follow-up report will be submitted upon completion of the investigation.